Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 29th april 2010 and performed to specification, alongside random manual power ons, up to the 25th january 2015. An increase in voltage suggests a further pad-pak was installed. The device records a manual power up exceeding the 10 minute time out., the pad-pak was removed. This would indicate the device detected an in range patient impedance. No further information could be obtained as the user accessible memory was erased after this date. A fresh pad-pak was installed in february 2015. The device records multiple manual power ups one of ten minutes duration on the 27th october 2015. This may indicate the user was power cycling the device or the beginnings of membrane failure. The pad-pak was removed and reinstalled in january 2016, the device passed a self-test. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The manual power ups of ten minutes duration may suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.